Event description:
The user facility reported that a 6f angio-seal device was deployed with slight oozing noted at the puncture site post-deployment. Light manual pressure was held for two minutes and hemostasis was obtained with no other complications. A preplacement femoral angiogram revealed 30 percent stenosis just below the sheath insertion site. Although the patient had a history of peripheral vascular disease, the user considered this patient is a good candidate to receive the device. One day post-procedure the patient complaint of light leg pain. Three days post-procedure, the patient was taken for an angiogram which revealed a dissection and thrombosis at the deployment site. The patient was then taken to or to surgically remove the device. The surgeon found ruptured plaque in the artery at the insertion site of the device; likely caused by the device anchor lifting plaque and causing diminshed blood flow down the artery. The patient is reported to be doing well and recovering.